Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device would not monitor the patient's EKG. The device was in use on a patient, and at this point in time philips has not been able to obtain additional information regarding an adverse event to patient or user. Additional details have been requested.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device would not monitor the patient's EKG. The device was in use on a patient, but no adverse event has been reported.